Manufacturer narrative:
P-cap locked in place properly during testing. Device passed displacement test properly. However, device received with intermittent button response noted during testing due to broken trace on keypad assembly. Device also received with broken battery tube threads, cracked case and missing display window cover.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the button error. Customer did not press the button for 3 minute and more. Customer reported worn label of the insulin pump. Customer reported that the alarm was not in progress at the time button was unresponsive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.